Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that nearly 3 months after dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved and the patient presents bone type ii.